Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion event. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that fentanyl was not programmed until 3:29 pm on (B)(6) 2018 and was programmed to infuse 2500mcg/250ml at a rate of 5ml/hr. The infusion ran from 3:29 pm until 3:51 pm with 1.219ml recorded as being infused during this period. The root cause of the customer¿s report of an overinfusion was not identified. No devices received, log review only.

Event description:
The customer reported that a primary infusion of fentanyl 2500mcg/250ml at a rate of 5ml/hr and dose of 50mcg/hr with a vtbi of 225ml was initiated on (B)(6) 2018 at 1108. An over infusion was noted a little over 4.5 hours after initiation of the medication.